Event description:
It was reported that during a laparoscopic procedure the jaws of the device could not be opened at all right from the start. It was not on tissue, it would not work. Another device was used to complete the case. There was no pt injury. The device was returned with the knife blade exposed. Add'l info was requested, but no add'l info was provided. A f/u report will be sent if add'l info is received.

Manufacturer narrative:
Final device investigation found that the device was returned with the knife blade exposed and unresponsive to the device trigger, and contaminants in the jaw. The jaws were locked in position, and the trigger was locked in the engaged position and would not retract as intended. It was noted that the device failed an isolation test, and that the rotation of the shaft was more difficult than expected. The device history record was reviewed and no discrepancies were noted.